Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and an unexpected restart alarm. Blood glucose level at the time of the incident was 193 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected restart alarm noted during testing. The motor error alarmed during basic occlusion testing due to moisture damage on force sensor. The insulin pump was unable to test for prime alarm due to motor error alarm. The insulin pump passed unexpected restart error test, self-test and displacement test. The motor was tested outside the insulin pump and passed. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and cracked belt clip slot.